Event description:
This notification was opened for review due to an allegation a patient became disconnected from the ventilator and subsequently cardiac arrested. The patient was resuscitated. The device alarmed to alert the caregivers but the alarms were not acknowledged. The device was returned to the manufacturer for evaluation. The device passed all testing, no malfunction was noted. The manufacturer concludes the device functioned as designed.